Event description:
It was reported that the head of scissor clamp broke off during use.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.